Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient alert triggered, and the right ventricular (rv) lead exhibited high coil impedances. A lead fracture was suspected. The lead was programmed off, and will be replaced at a later date. No patient complications have been reported as a result of this event.